Manufacturer narrative:
On (B)(6) 2020, during preventive maintenance, the autopulse platform (serial#: (B)(4)) failed the load cell characterization test, load cell module 2 was over reported (defective). The root cause of the defective load cell module 2 and cracked front enclosure were likely attributed to mishandling such as a drop. Upon visual inspection, unrelated to the reported complaint, observed cracked front enclosure, missing patient head restraint and a bent battery lock were likely due to user mishandling. The front enclosure, patient head restraint and battery lock will be replaced to address these issues. The initial functional testing of the autopulse platform passed without any fault or error. During further testing, stiff manual rotation of the driveshaft was observed, likely attributed to wear and tear. The driveshaft clutch area needs to be deburred to address this issue. The autopulse platform was manufactured in december 2009, and is 11 years old, well past it's service life of 5 years. Waiting for customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
On (B)(6) 2020, during preventive maintenance, the autopulse platform (serial#: (B)(4)) failed the load cell characterization test, load cell module 2 was over reported (defective). No patient involvement.